Event description:
Customer reported via phone call that they had hospitalized due to diabetic ketoacidosis and high blood glucose levels on (B)(6) 2022. The length of hospitalization was two days. Blood glucose level at the time of hospitalization was unknown. The current blood glucose level was 106 mg/dl and another blood glucose level was 108 mg/dl. Treated with insulin drips. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. Unsure if ketones test was performed. The troubleshooting was performed. No further patient complication were reported. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.